Event description:
Patient called stating that all three that she has worn have fallen off. She properly preps the application site before putting on a device. Patient stated that last night, got up to use the bathroom and patient noticed that the v-go had fallen off.